Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on 02/03/2023. The patient stated they were receiving inaccurate reading where the cgm was reading higher then the bg meter. The patient stated on (B)(6) 2023, they took insulin based on the cgm value (value not provided). The patient was at the store shopping, fell and passed out. It is unknown how long after the patient took insulin that they passed out. When the patient regained consciousness, a store employee gave the patient crackers with peanut butter and four 6oz of juice. The person called for an ambulance and the patient was transported to the hospital. The patient stated the cgm was displaying 61 mg/dl and their bg value was 44 mg/dl during the time of the event. In the emergency room, their bg was checked and they stated it was "off" but did not provide a value. The patient was treated with IV glucose and after treatment, their bg increased to 157 mg/dl. The patient was released from the ER the same day. After the event, the patient was doing fine. During the time of the report, the patient stated the cgm was displaying 363 mg/dl and their bg was 316 mg/dl. Although the values for the time of the event and the time of the report are within the device's specifications, the patient alleged that inaccuracies contributed to the event. After calibrating the cgm during the time of the report, the readings were reported to be in range. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.